Event description:
On 4/7/98 a tunneled central venous access port (double lumen cook catheter) was placed via the right subclavian venous percutaneous approach for the purpose of administering chemotherapy drug idarubicin for acute myelogenous leukemia. The placement was difficult due to rather thick clavipectoral fascia. A j-wire was used to assist in placement. On 4/11/98 the pt's right chest wall was swollen and inflamed. There was concern of infection. The catheter was removed, and the tip was sent for culture on 4/11/98.